Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with bilateral erosion seven days post photo refractive keratectomy (prk) procedure. The patient complained of eye pain and headache over both eyes. The reporter indicated a bandaged contact lens (bcl) was inserted, and patient was instructed to restart antibiotic and topical steroid eye drops. Reporter stated no signs of infection was present. The patient is to return to clinic for bcl removal and evaluation. Upon follow up, the reporter stated that the patient is slow healing and does not feel the erosions are related to the laser. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. No technical root cause was identified as the product was found to be within specifications. (B)(4).